Manufacturer narrative:
One impl tapered scr-v ha 3.7 mm 3.5mm 16mm (tsvh16) along with unknown screw were returned for investigation. Visual evaluation of the as returned product identified significant signs of wear and fracturing at the collar. Fracture portion of screw identified inside implant drive feature. Excessive bone tissue presented on the external threads of the implant. Pre-existing patient condition was type I (high) bone density. The devices were located on tooth site #10 (universal) for approximately 2 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). Customer did not provide any x-ray or any picture. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 63558393. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63558393) for similar events, and no other complaint was identified. Based on the available information, device malfunction has occurred and the reported events were confirmed. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight unknown / not provided. PMA/510k: k011028, k013227.

Event description:
It was reported that patient came in for screw fracture and discovered both implant and screw were fractured. Implant removed and site grafted. Tooth location # 10.